Manufacturer narrative:
Additional information and the return of the device have been requested. Additional information has been requested.

Event description:
It was reported that a patient with an m6-c and multi-level acdf (anterior cervical discectomy and fusion) was revised due to cervicobrachialgia. It is unknown if there was a device malfunction or deterioration. The device was explanted.

Manufacturer narrative:
A1: (B)(6). B4: (B)(6) 2021. G1: mr. (B)(6). G3: (B)(6) 2021. G6: follow-up #1. H2: additional information. H3: no. H6: medical device problem code: 2682 - patient - device incompatibility. Investigation conclusions: 4315 - cause not established. H10: it was reported that a patient with m6-c and multi-level acdf revised due to cervicobrachialgia. Limited information was provided; notably, no radiographs were provided. It was not possible to assess the potential role of surgical technique based on the provided information. The serial provided, alg030, does not exist within our system, therefore a lhr review could not be performed. The device was not returned, thus device examination could not be performed. No microbiology or pathology results were provided. Based on the limited information provided, it was not possible to determine the cause of the complaint. In the absence of information we cannot determine to what extent the device has contributed to the incident. Unfortunately, repeated attempts often do not yield actionable information that would assist in investigation. Spinal kinetics agrees and acknowledges that many events are reported to spinal kinetics with minimal or no information. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7.